Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system monitor did not come on during boot up and the system would not fluoro. This issue description is indicative of a system lock-up. There is no report of pt injury or death.